Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the monitor values of hemoglobin (hgb) and hematocrit (hct) were occasionally high when compared to the hospital laboratory values. The device was not changed out as independent lab analyzer was available. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.